Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction could not be duplicated. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor on the 2800 system is not working correctly. Case finished. No pt injury reported.